Event description:
Accidental device ingestion. Case description: this case was reported by a consumer via out of hour services and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for dental prosthesis wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, 10 days after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. .